Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and "rippling." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported left side deflation and wrinkling. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation and "rippling." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b6, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation and "rippling." Device was explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening, crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the anterior side. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on anterior side assessed as to an unidentified (tear) opening.